Event description:
Clinician reported 10 separate peripheral intravenous (piv) catheter attempts on the same patient. Catheters used were a mix of 14 mm and 19 mm catheters introduced with a 26g stylet and needle. These are newly introduced safety piv catheters which have have many associated in-house reports of multiple insertion attempts. This is the second medwatch report by this facility. The manufacturer has provided additional clinical in-services but multiple insertion attempts are still being reported on our internal risk management reporting program. Catheters are being retrieved, logged, and sent to the manufacturer for analysis. The primary patient population being affected by these catheters are neonates less than 2 months.====================== manufacturer response for peripheral intravenous catheter, introcan safety======================we will return devices back to manufacturer for analysis and feedback.